Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws stuck to tissue during use. No patient injury reported.

Manufacturer narrative:
(B)(4). One used ls1500 was received for evaluation. Visual inspection found the latch locked when received. The customer reported that the jaws stuck on tissue. The reported condition was confirmed. Functional testing found that the ski was catching on the ski guide track making it difficult to unlatch the handle to open the jaws causing the jaws to lock on tissue. The latch would intermittently catch on the internal track but could be opened when the latch was retracted and released. The ski was worn on one side where it scraped along the track when latching the device. This condition is consistent with the ski improperly aligned in the internal a-track due to a lateral force placed on the handle. The investigation identified the root cause of the reported event to be user handling. If the instrument is latched for an extended period of time, the ski guide can bend. The IFU cautions the user: do not leave the handle latched for an extended period of time when the device is not in use.